Manufacturer narrative:
The product was not returned, therefore no product analysis can be performed. Without return of the product, a conclusive cause cannot be determined. Associated product: mcs-p3-31-aoa-us, sn (B)(4).

Event description:
Medtronic received information that during the implant of a 31mm transcatheter bioprosthetic valve, when at 2/3 deployment, the valve dislodged from the target location. The valve was left implanted above the sino tubular junction. It was reported that the dislodgment was possibly due to an ectopic beat or backward tension applied to the dcs. A snare was advanced through the left femoral access and was used to maintain the position of the valve while another 31mm transcatheter bioprosthetic valve was implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.